Event description:
During device eval, an overfill situation was identified. The customer initially reported the homechoice system had skipped drain 1 of therapy in 2007. The device eval identified the homechoice completed drain 1 of 3. At the completion of the drain plate, the ultrafiltration value was 1754ml. The home pt had drained a volume of 4254ml which was 1754ml above the last infused volume of 2500ml. During this therapy, the initial drain volume was 0ml. There were two bypasses completed and two manual drains. F/u with the home pt's nurse and the home pt revealed there were no further details regarding this identified overfill situation (per the decision tree). The home pt reported he thought he remembered his caregiver performing a manual drain at some point. There was no pt injury or medical intervention associated with this report. The home pt has not had any further problems.

Manufacturer narrative:
Add'l PMA/510(k); k923065. Three simulated pt therapies were performed using the pt's therapy settings and no problems were encountered. The device was then tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specs. The software was then used to monitor the device's pneumatic system and no problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. The log recorded numerous low drain volume alarms. Based on a review of the avail therapy, alarm and event log data combined with avail decision tree info, the eval determined the most probable cause of the overfill to be insufficient drain/false empty detect and last manual drain not used and/or insufficient drain/use error, inappropriate bypass of the initial drain. The eval did not confirm any failure or malfunction that would have caused or contributed to the identified overfill.